Event description:
It was reported that the syringe 3ml ll euro 200 s/c has a scale marking issue. The following information was provided from the initial reporter translated from french to english: "I am writing to inform you of an incident which occurred on 24 november 2023, during the use of the product : "3-piece luer syringe 3 ml". During the preparation of a chemotherapy treatment, the operator (user) reported the absence of a printed 1 (on the scale indicating 1ml) on a syringe used for taking samples. For the moment, 1 product from batch no. 3143657 is involved. We wanted to inform you of this. The device is available at the pharmacy for return and examination."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Pr 9301450 ¿ follow up MDR for device evaluation one sample and one photo of a 3 ml eurographics syringe was received by bd. A quality engineer was able to review the sample and photo from lot number 3143657 regarding material number 309658. The loose sample is missing the numbering for the 1.0 at the major graduation line. The image shows a loose syringe with the missing print condition as described above. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review was completed for provided lot number 3143657 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
No additional information